Event description:
A report was received that the patient had difficulty charging the ipg and was experiencing discomfort at the site. The patient will undergo a revision wherein the ipg will be relocated. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg and was experiencing discomfort at the site. The patient will undergo a revision wherein the ipg will be relocated. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg and was experiencing discomfort at the site. The patient will undergo a revision wherein the ipg will be relocated. No device malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. Verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The device exhibited normal device characteristics.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the ipg was relocated and replaced. The patient was reportedly doing well postoperatively.